Manufacturer narrative:
The patient experienced peritonitis on an unreported date in 2016. (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal drugs (drug name, dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.